Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 4:00/4:30pm at home. Caller stated that the end-user appeared confused and was unable to walk. Her blood glucose was tested, and they received a result of 149.mg/dl. Caller stated the end-user tests 3 times a day and a normal result for that time of day is around 200mg/dl. Caller then took the end-user to the emergency room. No food drink or medications were consumed prior to going to the hospital. Upon arriving at the hospital, the end-users blood glucose was 34mg/dl. The end-user was given an IV with as glucose solution to lower her blood glucose levels. The end-user was not giving any other treatments. Caller stated that the end-user had a blood glucose of 147mg/dl prior to being discharged. The end-user was treated at (B)(6) american hospital (B)(6). No additional information was provided.